Event description:
This si monopolar curved scissor was returned to me on 09/06/2018 stating it has a broken cable. From the records, it looks like the last time it was used, it had 7 lives remaining on the instrument. It was removed from circulation, and will be sent back to intuitive for reimbursement.